Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level of the customer was 400 mg/dl. The customer declined troubleshooting. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No delivery anomaly, bolus anomaly noted during testing.